Manufacturer narrative:
Boston scientific received additional information from the local sales representative that this left ventricular (lv) lead also exhibited loss of lv thresholds. The lv lead was explanted due to a upgrade.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated.

Event description:
Boston scientific received information that the left ventricular (lv) lead was successfully revised due to dislodgement. The lv lead remains implanted in the patient. No adverse patient effects reported. The investigation was completed at this time.